Event description:
It was reported that this patient presented for routine follow-up, where non sustain ventricular tachycardia (nsvt) events were noted in the device logbook. Technical services (ts) reviewed the strips and determined the signals were non-intrinsic, likely due to lead noise or external emi. Isometric exercises and pocket manipulation did not reproduce the noise, and all lead measurements were within normal limits. Ts recommended a chest x-ray to confirm system integrity and setting up remote monitoring for better oversight. No immediate patient impact was reported, and the device appears to be functioning as intended.